Manufacturer narrative:
Product ID: 3889-28, lot# va1mqtt, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Device code (B)(4) no longer applies to this file. All codes submitted today and codes submitted in the prior report apply to product ID: 3889-28 tined lead, interstim, us 28 cm, lot # va1mqtt. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). In response to the inquiry for the cause of the device ¿breaking¿/therapy device quit working, the hcp replied it had been working, it had just not been stimulating the appropriate location. In response to the inquiry for clarification of what the patient had meant by stating their device ¿broke¿/therapy device quit working, the hcp replied again it had been working, it had just not been stimulating the appropriate location as the lead had pulled out a bit. The impact of the patient bumping into the counter where the ins had been was: pulling the lead which led to pain and stimulation of inappropriate area. The hcp noted the device had been discarded. There were no further complications reported.

Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A revision (replacement) was reported by the patient. The patient indicated that it had a been a long revision surgery. The patient reported in (B)(6) 2019 the device ¿broke,¿ and they then clarified their statement by saying their therapy device stopped working. The patient stated that they told their health care physician (hcp) that back in (B)(6) of 2018 they had bumped into the counter where the ins was placed and noted that was the only thing that had happened that they could think of regarding any trauma or event that might have occurred. The hcp told the patient that was not likely the cause of their therapy not working. The revision/replacement occurred on (B)(6) 2019. The patient stated they thought the leads were only going to be replaced but they were realizing that day that their ins had been replaced as well. The patient noted they had an appointment with their hcp in the morning on (B)(6) 2019. There were no further complications reported.